Event description:
The following has been reported: biomed reported: lever not working, shear pin replaced and performed a functional check. Tried to putty and gitbash the pump and the screen will not turn on. Confirmed with ivenix tech - som issue - plugged in putty cable and repeating script no patient incident. A preliminary review identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.